Event description:
It was reported that the pump displayed alert 38 indicating a motor stall during a dry run on the fill tubing screen, and repeated attempts after a restart reproduced the error; the user reverted to backup therapy, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem was identified in context with a consecutive stalled motor error consistent with a failure to infuse and implicating the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.